Manufacturer narrative:
Complaint conclusion: as reported, while removing the guide wire from the catheter, the catheter was stuck. After that, physician indicated that the guide wire is damaged. There was no report of patient injury. Additional information indicated that the jindo wire was stuck inside a non-cordis biolimus-eluting stent (bes) catheter. It was reported that the surface of the wire wrinkled while removing the wire from the bes catheter and got stuck. It was difficult to remove it from the catheter. The surface of the wire unraveled, ¿kind of shrank¿ on the core of the wire. The intended procedure was a renal angioplasty and digital subtraction angiography (dsa). The product was stored, handled and prepped according to the instructions for use. There wasn¿t anything unusual noted about the wire or catheter prior to use. The target lesion was located in the renal artery with unknown calcification and stenosis rate. The vessel was not tortuous. The jindo wire was not reshaped in any way prior to use. There was no difficulty encountered as the device was advanced towards and across the lesion. However, there was difficulty experienced as the wire was removed from the target lesion and unusual force was used to remove from the patient. The wire was removed along with the bes catheter as the physician was afraid of a separation. The tip was visible on fluoroscopy through the procedure and the devices used did not kink during use in the procedure. The wire was removed from the patient in one piece. After removal, the procedure was completed. There was no patient injury. A non-sterile pgw jindo 300cm str .035 endovascular wire was received for analysis coiled inside a plastic bag. No original packaging was returned for analysis. Per visual analysis the wire coat was received torn/ accordioned. No other issues were found. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The history records indicate this product went through final inspection at (B)(6) medical and was determined to be acceptable. The reported event by the customer as ¿guidewire-withdrawal difficulty-from vessel¿ could not be properly evaluated due to the condition in which the catheter was received. The reported event by the customer as ¿guidewire-accordioned-in patient¿ was confirmed due to the torn/accordioned condition in which the product was received. Nonetheless, the cause of the torn/ accordioned condition could not be conclusively determined during the analysis. Handling process/procedural factors may have contributed to the torn/accordioned condition found. According to the product instructions for use, users are warned to never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage. The device history record review results and product analysis results do not suggest that this condition is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Please note that the device has been received for analysis. However, the engineering report is not yet available, but it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt. Additional information was received: the jindo wire was stuck inside a non-cordis biolimus-eluting stent (bes) catheter. It was reported that the surface of the wire wrinkled while removing the wire from the bes catheter and got stuck, it was difficult to remove it from the catheter. The surface of the wire unraveled, ¿kind of shrank¿ on the core of the wire. The intended procedure was a renal angioplasty and digital subtraction angiography (dsa). The product was stored, handled and prepped according to the instructions for use. There wasn¿t anything unusual noted about the wire or catheter prior to use. The target lesion was located in the renal artery with unknown calcification and stenosis rate. The vessel was not tortuous. The jindo wire was not reshaped in any way prior to use. There was no difficulty encountered as the device was advanced towards and across the lesion. However, there was difficulty experienced as the wire was removed from the target lesion and unusual force was used to remove from patient. The wire was removed along with the bes catheter as physician was afraid of a separation. The tip was visible on fluoro through the procedure and the devices used did not kink during use in the procedure. The wire was removed from the patient in one piece. After removal, the procedure was completed. There was no patient injury. Updated concomitant devices: catheter: cobra cook and bes boston scientific.

Manufacturer narrative:
The device is reportedly available for analysis, however, the device has nit yet been received. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while removing the guide wire from catheter, the catheter was stuck. After that physician indicated that guide wire is damaged.